Event description:
Rayner received an initial report from (B)(6) theatre nurse at (B)(6) on (B)(6) 2011, the event description provided to rayner is as follows "the lens was prepared and placed in the folder in the usual way which we had been shown during training there was no resistance when closing the injector or when pushing the lens into the shaft of the injector. When (B)(6) then injected the lens into the eye the haptic was caught in the applicator. Although part of the haptic was now absent (B)(6) was happy with the centralization of the lens and felt there should not be any detrimental effect to the patient."

Manufacturer narrative:
(B)(4). Although the superflex aspheric 920h intraocular lens is not available in the united states the material, haptics and refractive outcome of the patient is the same as the c-flex 570c. The c-flex 570c intraocular lens is available in the united states. The manufacturing records for the superflex aspheric 920h +20.0d batch 011e18954 were reviewed and no anomalies have ben detected. Normal manufacturing and sterilization were recorded. A review of complaint data has confirmed that no other complaints have been received against the superflex aspheric 920h batch 011e18954.